Manufacturer narrative:
Additional information was received that the infection was not device related. The patient was prescribed antibiotics.

Event description:
A report was received that the patient had an infection. It was believed that the infection was from a non device related fall.

Manufacturer narrative:
Additional information was received that the physician confirmed that infection was not from the patient¿s fall. It was noted that the location of infection could not be provided.

Event description:
A report was received that the patient had an infection. It was believed that the infection was from a non device related fall.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had an infection. It was believed that the infection was from a non device related fall.